Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device dislocation "migration of device" (seriousness criteria medically significant and intervention required). The patient's medical history included bronchitis, soft tissue swelling, cellulitis, suprapubic pain, urinary tract infection, anxiety, chest pain, dysuria, depression, uterine prolapse, gastroenteritis, thyroid nodule, tenderness and vaginal pain. On (B)(6)2015, essure confirmation test: transvaginal ultrasound (tvu), abdominal ultrasound. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal discharge. Concomitant products included butalbital;caffeine;paracetamol (fioricet) and hydrocodone bitartrate;paracetamol (norco) since 2009. In 2011, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain/ pain abdominal/ pain on left side of abdomen"). In (B)(6)2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6)2016. In 2016, the genital haemorrhage, nausea, headache and abdominal pain had resolved. At the time of the report, the fatigue, migraine, back pain, dysmenorrhoea, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2015: bilateral essure devices are noted. Multiple phleboliths are noted within the pelvis. Spina bifida occulta at the s1 level.. Pregnancy test - on (B)(6)2015: negative.. Ultrasound scan vagina - on (B)(6)2015: essure tubal implants not visualized, bilateral essure devices are noted.; on (B)(6)2015: essure tubal implants not visualized. Bilateral essure devices are noted.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, headache, dyspareunia, lower back pain, lower abdominal pain. Most recent follow-up information incorporated above includes: on 23-jan-2019: pfs received. , concomitant drugs, laboratory data were added. Events vaginal bleeding, menorrhagia added. Event outcome updated for dyspareunia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding (general)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced nausea ("nausea"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal pain/ pain abdominal/ pain on left side of abdomen"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On an unknown date, 4 years 5 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and removal of essure device). Essure was removed on (B)(6) 2016. In 2016, the genital haemorrhage, nausea, headache and abdominal pain had resolved. At the time of the report, the device dislocation, fatigue, migraine, back pain, dysmenorrhoea, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine and nausea to be related to essure. Diagnostic results: on (B)(6) 2015, essure confirmation test: transvaginal ultrasound (tvu), abdominal ultrasound, the results of essure confirmation test was essure tubal implants not visualized, bilateral essure devices are noted. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Events dyspareunia (painful sexual intercourse), pain abdominal/ pain on left side of abdomen, pain pelvic were clubbed with previously reported events. Events genital haemorrhage, migraine, nausea, abdominal pain lower were newly added. On 27-feb-2018: processed with follow up number 1. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), pelvic pain ("severe pelvic pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, menstrual disorder, dyspareunia, pelvic pain, back pain, abdominal pain, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menstrual disorder and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.